Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this report is a duplicate of 0001825034-2019-00154.

Event description:
Upon reassessment of the reported event, it was determined that this report is a duplicate of 0001825034-2019-00154.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown, unknown, unknown shell, unknown, unknown, unknown liner, unknown. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2019-00243, 0001825034-2019-00244, 0001825034-2019-00245. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.